Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed.

Event description:
It was reported that a choanal atresia taper bur broke during a modified endoscopic surgery on a (B)(6) female, (B)(6) years in age with a history of (B)(6). The bur broke at the tip, separating into two parts with the tip falling into the surgical field and into the patient. The tip was successfully recovered with no report of impact or injury, as the patient outcome was confirmed to be "ok".

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was received for evaluation purposes (detailed as follows): analysis found evidence of customer use due to the presence of contaminants on the bur head. From visual evaluation, the spiral wrap assembly was found slightly hyperextended and was broken near the bur tip. The inner spiral wrap assembly showed signs of discoloration (circular markings) likely from customer use. The distal tip remained intact and did not detach from the broken spiral wrap piece. The bur head was observed under magnification and considerable amount of bio-residue was present on the bur head. There were no dimples found on the hub to indicate possible customer misloading of device. There was also no other damage or evidence present to indicate the failure is related to device manufacturing, obvious misuse of the device or user error. Result: stress problem; fracture problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.